Manufacturer narrative:
The premature discharge of battery was not confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker exhibited battery depletion less than one year after implant. The pacemaker was explanted and replaced. The patient condition was unknown.